Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the third of six microknife rx 3l needle knife devices used during the same procedure. It was reported to boston scientific corporation that a microknife rx 3l needle knife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician put the cutting wire on the mucosa, the cutting wire broke and detached inside the patient. An additional five devices were used with the same event occurring. Reportedly, the detached parts were retrieved successfully using a rescuenet - retrieval device. The procedure was completed with the seventh microknife rx 3l needle knife. There were no patient complications reported as a result of this event.